Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including all functional testing and off current testing using known good test batteries, without duplicating the report. The device's battery lug contacts were reassembled as a precaution. The device was recertified and returned to the customer. The device log review identified instances of battery calibration required. It's noteworthy to mention the x series advanced operator's guide informs the user, "for best performance of the battery, you should recalibrate the battery as soon as possible" after seeing a calibration is required message. No trend is associated with reports of this type.